Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. No product or data was provided for evaluation. Confirmation of the reported loss of connection event could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4): lot number 6004114, device manufacture date (B)(4) 2017.

Manufacturer narrative:
(B)(4) additional information ¿ please note that the previous reports submitted under 3004753838-2018-14421, patient weight was omitted in error. This follow-up report is to note should have reflected (B)(6) pounds.